Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Patient stated she was really sore and could hardly stand up straight. Patient advised to contact her clinician with health concerns. Additional information was received on 2020-06-09 patient stated that she does not have the device hooked up anymore. She has a sever infection in her back. She said that she has tried a few different kinds of infection medications that have not helped. She is very sore, she stated that the day of the procedure she went home and she was oozing from her back. She said that it smelled really bad. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.